Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had never received any benefit with his cochlear implant due to ossification of the cochlea from meningitis. The patient was re-implanted with an auditory brainstem implant on (B)(6) 2013.